Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the housing had front panel mouth damaged and main lamp was burned out and the olympus lamp life meter is reading at 50 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source keeps going to backup light when the processor is connected. The issue was found for multiple esophagogastroduodenoscopy (egd) and colonoscopy procedures. There were no delays, and no reports of patient harm. This report is related to and linked patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer's reportable malfunction of "keeps going to backup light" was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined for the reportable malfunctions. Olympus will continue to monitor field performance for this device.